Event description:
Info received indicates that during the procedure, restricted flows were noted. Attempts to increase rpm's were unsuccessful. The oxygentor was changed-out with no pr complication reported. Hcp indicated another device in the circuit could have caused the failure.